Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out the DHR review. H6 adverse event problem, corrected data: initial report inadvertently did not code 'b14'.

Event description:
Additional information received noting that the pharyngitis and strep throat infection are relented to external factors and not the vns and the intervention was taken for patient comfort only as the voice changes were uncomfortable for the patient. The patient's device was disabled. The device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.

Event description:
It was reported that the patient's device was disabled due to experiencing painful stimulation, voice alteration, pharyngitis, and strep throat infections since implant. Patient noted that she was supposed to have device explanted but was postponed and does not want device replaced as her medication controls her seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.